Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the distal end. It was observed that it has an exit hole damage in the imaging window. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Broken drive shaft was found within the telescope section of the device. A leak was encountered in the imaging window. Exit hole damage in imaging window. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 30august2019. It was reported that lost image occurred. An opticross imaging catheter was selected for use. During procedure, it was noted that the image stopped appearing when using it several times. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed an exit hole damage in the imaging window.